Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure for a stricture in the distal trachea due to malignant extrinsic compression, performed on (B)(6), 2010. According to the complainant, under fluoroscopic guidance and over a guidewire, the physician felt that he could not push the stent far enough down in the trachea to position it correctly. The physician stated that the distance between the distal tip of the delivery catheter to the distal tip of the stent (and the fluoroscopic markers) was possibly too long. He stated that this is not a problem on the larger bronchial stents. The physician reported that he was worried about the potential problem of pushing the catheter further down and possibly perforating the lung. The complainant reported that perhaps the mass surrounding the lung made it more difficult to place the tip of the catheter low enough in the lower bronchi to place the stent. When the device was removed from the patient, it was noted that the last 3-4mm of the stent was partially deployed. It was also noted that the deployment suture string had significant slack, even though this was not pulled during the procedure. The physician did not complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
When the smart control stent was deployed to treat a mildly calcified, tortuous, type b1 superficial femoral artery (sfa) lesion, the stent "jumped " a bit and did not cover the entire lesion. Another smart control stent was used to treat the rest of the lesion. There were no damages noted on the device when it was taken out of the package. There was no prepping difficulty. It was reported that no further procedural information is available.a review of the manufacturing documentation associated with this lot was performed. Review of lot 15019633 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Smart outer member subassembly lot 15012719 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Coated polymide wire lumen subassembly lot 15012973 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Over the last 12 months, we have received 6 complaints from korea for stent jumping forward for the smart control sds. In order to provide a complete analysis of the reported issue of "stent jumping" during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided by any of the accounts. As such, we take this opportunity to provide excerpts from the instructions for use that relate to this issue for review.the instructions for use advises the user to:advance the stent delivery system past the lesion site.b. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site.c. Ensure that the stent delivery system outside the patient remains flat and straight.caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.deploymenta. Verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion.b. Ensure that the introducer sheath does not move during deployment.c. Remove locking pin from handle.d. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position.e. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall.note: only the initial 40 mm of the stent may be unsheathed using the tuning dial.f. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent.note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.note: the stent may be deployed using two hands ("pin and pull" method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand.it is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With review of the device history records, there is no indication that the event is related to the manufacturing process. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The target lesion was the superficial femoral artery. The lesion had mild calcification and was tortuous. The lesion was classified as type b1. When the physician deployed the smart control stent, the stent "jumped" a bit and did not cover the entire lesion. Another smart control stent was used to treat the rest of the lesion. There were no damages noted on the device when it was taken out of the package. There was no prepping difficulty.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.